Event description:
It was reported that device embolization occurred. The patient had a wide, difficult to access, broccoli-like left atrial appendage (laa) with a proximal lobe. A laa closure procedure was performed and a 35mm watchman flx laa closure device was implanted. Approximately 40 minutes post procedure, a transthoracic echocardiogram (tte) was performed and the device was noted to have embolized to the left atrium. The patient was stable at that time and was asymptomatic. The device was surgically removed and the patient was stable. Implant image review after the event noted a large protrusion on the mitral side and a 32.2mm diameter. The position and compression criteria may not have been satisfactory at the time of release. The patient is reported to be fine.